Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of its exhaled tidal volume (vte) levels being unstable (low) and measuring higher peep (positive end expiratory pressure) than set was confirmed. The asp replaced the internal flow transducer (ift) and external flow module (efm) to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift and efm. H3 other text : serviced by asp.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device's exhaled tidal volume (vte) levels were unstable (low) and that it was measuring higher peep (positive end expiratory pressure) than set. There were no reports of patient involvement associated with the reported event.